Event description:
It was reported that the right ventricular (rv) lead was capped for "no capture" and replaced. Also the device was noted to have depleted early and was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.